Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis nurse reported there was blood leak when they put the dialyzer on the machine. The rn stated the patient was connected to an 2008k2 hd machine when the blood leak was observed. The 2008k2 hd machines generated blood leak alarms when hd therapy was first initiated. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. Per charge nurse the blood was not returned to the patient. No damage to the dialyzer or packaging was observed. The estimated blood loss (ebl) for the patient was approximately 150 ml. The rn stated a blood leak test was used after the incident to check for the presence of blood in the dialysate and the test strip returned a positive result. The rn stated the blood was also visually noted as well. Per charge nurse no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The rn confirmed the patient dialyzed 3 times a week. The patient was able to complete treatment with new supplies from a different dialyzer lot on another machine without issue, and did not require any medical intervention or additional treatment as a result of the reported occurrence. The dialyzer sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Although the complainant reported the actual samples were discarded, a case of 12 companion f180nre dialyzers was returned for examination from the reported lot number. All 12 dialyzers passed bubble point (leak) testing. No leaks were observed on any of the companion samples. Five samples had holes/tears on the pouches and 8 of the samples had "cracked flanges" observed during their visual evaluation with the dialyzers removed from the pouch. All 12 dialyzer samples, including those with "cracked flanges", passed without a leak (see attached testing). Visual evaluation of the samples by the complaint staff after removal from the pouches found that the "cracks" were non-penetrating cosmetic lines in the molded flange cap. However, it did not result in a crack or cause separation of the cap from the dialyzer housing (body) on any of the samples. As the complainant made no report of damage to the flange caps or the pouches, it is unknown if the multiple additional handling/shipments required to facilitate the return of the companion samples may have resulted in the pouch tears and cosmetic lines in the flange caps. The lot history review was performed. There are a total of 8 complaint investigations opened against this lot number. No complaints of any type have been received from any other customer against this lot number. The production record was reviewed, there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A hemodialysis nurse reported there was blood leak when they put the dialyzer on the machine. The rn stated the patient was connected to an 2008k2 hd machine when the blood leak was observed. The 2008k2 hd machines generated blood leak alarms when hd therapy was first initiated. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. Per charge nurse the blood was not returned to the patient. No damage to the dialyzer or packaging was observed. The estimated blood loss (ebl) for the patient was approximately 150ml. The rn stated a blood leak test was used after the incident to check for the presence of blood in the dialysate and the test strip returned a positive result. The rn stated the blood was also visually noted as well. Per charge nurse no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The rn confirmed the patient dialyzed 3 times a week. The patient was able to complete treatment with new supplies from a different dialyzer lot on another machine without issue, and did not require any medical intervention or additional treatment as a result of the reported occurrence. The dialyzer sample was discarded and was no longer available for evaluation.